Manufacturer narrative:
Batch review performed on 01 april 2019: lot 172557: (B)(4) items manufactured and released on 06-oct-2017. Expiration date: 2022-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. One other device was involved in the complaint ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot. 148659: (B)(4) items manufactured and released on 11-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 1 year and 2 months due to pain caused by a dislocation of the head from the liner (amis approach was used in the primary surgery). The cause of the dislocation is unknown. The surgeon revised the cup, liner and head. The surgery was completed successfully.